Event description:
It was reported that the patient was in the emergency room, where the device could not be interrogated and there was no pacing. The patient was symptomatic and had heart rate in the 40s. It was further reported that the patient presented with dizziness (near syncope) and heart rate of 26. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): preliminary testing revealed no output and no telemetry. The no output and no telemetry conditions were the result of lifted hybrid bond wires.